Event description:
On (B)(6) 2012, patient reported that the infusion tube was not correctly connected to the headset a few weeks ago and this resulted in insulin leakage. The infusion set is changed every 1.5 days. He changed the infusion set when he discovered the leak and has not had any further issues. The infusion device is worn in a clip case on his belt, and he believes he heard an audible noise when he connected the tube to the headset. The alleged product was discarded and will not be returned for evaluation. No physiological effects were reported, and he did not require treatment from a health care professional or second party to address the issue.